Event description:
It was reported that a user experienced hyperglycemia while using the ilet system, noted a nearly empty insulin cartridge with 18 units remaining, and requested guidance on whether to change the set before a work shift; customer care provided troubleshooting and education, including verification of remaining insulin and a successful infusion set change. Symptoms included dry mouth. Outcomes included elevated blood glucose with a reported peak of 296 mg/dl for a couple of hours without medical intervention or ketone testing. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event involved hyperglycemia with an undetermined root cause and that the device function could not be conclusively implicated.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.